Event description:
The customer reported that their central nurse's station (cns) did not recognizing the protect key at power up.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) did not recognize the protect key at power up. The customer also reported that initially one of their nurse's accidentally kicked the ups, after which the cns shut down. The cns was monitoring transmitters at the time. No patient harm or injury was reported. Investigation summary: the customer indicated that this occurred after the cns had an unexpected shut down. The nurse accidentally kicked the ups which caused the cns to shut down. On reboot, they received the protect keys error. The protect keys were disconnected and then reconnected but the issue persisted. The complaint device had been in service since 09/10/2004. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. The unexpected shutdown of the device as well as the age of the device may have contributed in causing the cns to fail to recognize the protect keys.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not recognizing the protect key at power up. The customer also reported that initially one of their nurse's accidentally kicked the ups, after which the cns shut down. No harm or injury was reported. The cns was monitoring transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple transmitters were used in conjunction with the cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) did not recognizing the protect key at power up.